Event description:
It was reported that pump screen became frozen and would not respond to customer input, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and after reset customer was able to interact with pump screen; no additional information was received regarding any further actions.